Event description:
During an arthroscopic subacromial decompression using a super multivac 50 with integrated wand, it was reported that near the end of the procedure, a small fragment of metal came away from the wand and may have been left in the pt. It is unk at this time whether the piece is in the pt. There was no reported injury or complications following the procedure.

Manufacturer narrative:
The device is not returning for investigation. Since the lot number was not known and the device was not returned for investigation, no conclusion can be made.